Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. No sample was received for evaluation and investigation. Without the actual product or lot number, a complete analysis cannot be conducted. The information received confirmed no malfunction of the device. Technique used for the surgery caused the event. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Following a CABG and hernia repair operation, the sales rep was informed that it appears the bowel was punctured during the surgery by the introducer needle.